Event description:
It was reported that the right ventricular (rv) lead had fluctuating impedance, oversensing, and "progressively worse" threshold. The rv lead is scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Max vpace approximate baseline is 1500 ohm throughout the record. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). 1956 of 118020 lifetime v-sic occur since (B)(6) 2013. 24 non-sustained tachycardia episodes of less than 220 ms v-v cycle are recorded between (B)(6) 2013 and (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6940, implantable pacing lead, (B)(6) 2002; 7274, implantable cardioverter defibrillator, (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.